Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during the procedure and after trying to puncture the patient cannot obtain venous return, it is observed in the introducer needle fissure in the part of the viewer or upper part, it being impossible to channel the venous access. For this reason, it is decided opening a new input and passing the catheter without difficulty. Additional information indicates the issue was with the needle hub (crack).

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the procedure and after trying to puncture the patient cannot obtain venous return, it is observed in the introducer needle fissure in the part of the viewer or upper part, it being impossible to channel the venous access. For this reason, it is decided opening a new input and passing the catheter without difficulty. Additional information indicates the issue was with the needle hub (crack).